Event description:
Patient says that about 10 years ago, he had splenectomy following a motor vehicle accident. Later, the spleen herniated and a marlex patch was placed soon after, the patient experienced several stomach symptoms to include a sour taste in his mouth. He was placed on mineral oils for the presumed diagnosis of constipation. Two years ago, he was hospitalized for related stomach symptoms, but no diagnosis could be found. In 2007, he was operated on and the patch had adhered to his intestines. He feels that this patch like the kugel needs to be recalled.